Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was investigated. Upon investigation, there was extensive contamination throughout the monitor and the response buttons were unable to activate the device. The cause for the failure was isolated to the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.